Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the c6 was delivered to the hospital in (B)(6) 2022 but was stored without being used. This month, when hospital staff turned the c6 on to use it, a number of technical events and tfs appeared on the screen and the alarm kept going off.